Event description:
It was reported that gas leakage occurred. The target lesion was located in the septal branch vessel. A 2.50mm x 8mm emerge balloon catheter was advanced for dilation. One-three (1-3) standard inflations were performed; however the balloon was not sealed as expected and was leaking gas after being pressurized by the pump. The device was removed and the procedure was completed with another device. No patient complications were reported.